Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure proceeded accordingly until the screw needs to be unscrewed. Previously screwed up to the full screw length, but as only 1-2 cm was missing before reaching the appropriate tip-apex distance, the ¿keepingscrew¿ spontaneously cracked. The plate was kept fully retracked from the handle. Surgeon tried to collect it blindly in the patient, but since the screw was cracked, surgeon couldn¿t reach the gliding screw. Because of the age of the patient surgeon did´t drill a thread beforehand.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part number: 280.950s, lot number: 5l15848, manufacturing site: balsthal, release to warehouse date: 02. July 2019, expiry date: 01. June 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: zuchwil selected flow: damage visual inspection: the visual inspection has shown that the positioning groove of the dhs/dcs® screw is expanded and damaged. Further investigation has shown that a broken part of connection screw is stuck in the threaded section of the dhs screw. It is not possible to remove the broken part. The broken part is completely stuck / jammed in the thread of dhs screw. The returned connection screw which stuck the broken part in the dhs screw will be evaluated in the other product investigations of this complaint. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Moreover, the broken part of connection screw is stuck in the dhs screw which makes a dimensional measurement impossible. Document / specification review the returned dhs/dcs screw was manufactured in july 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The relevant feature (flat surface distance) was randomly inspected before the part left manufacturing site. Consequently, the damage occurred is determined to be post production/acceptance criterias. Summary the investigation of the dhs/dcs screw has shown that the positioning groove of the screw is damaged and widened up, this damage prevents the insertion of the plate. Further investigation has shown that a broken part of connection screw is stuck in the threaded section of the dhs screw. It is not possible to remove the broken part. The broken part is completely stuck / jammed in the thread of dhs screw. The review of the production history revealed that this implant was manufactured in july 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The type and extent of damage incurred indicates that the positioning groove has been widened up due to inadequate handling. In order to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the appropriate dhs/dcs wrench (surgical technique 036.000.255 dsem/trm/1114/0221). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. D10: complainant part returned for manufacturer review/investigation. G1: manufacturing site updated to balsthal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during surgery on a pertrochanteric fracture a connecting screw broke. No patient consequence. This complaint involves one (1) dhs/dcs-scr ø12.5 l95 sst. This is 2 of 2 for report (B)(4).